Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed the reported failure in the fault logs of the unit. However, the fse was unable to reproduce the reported issue. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) had a gas leak error. There was no patient involvement.